Event description:
Information was received from a consumer regarding a patient who received fentanyl (20.0mg/ml, unknown dose), clonidine (1200mg/ml, unknown dose), bupivacaine (30.0mg/ml, unknown dose), and unknown morphine (50mg/ml, 33mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The current healthcare provider (hcp) made mistakes, the most recent mistake was a pocket fill on (B)(6) 2016. On the day of the refill, the reporter noticed the hcp did not remove anything from the reservoir prior to filling the pump. When the patient was leaving the clinic, they seemed "different." The patient did not recognize the reporter. The patient became tense and did not want to get into the car. The issue was considered to be sudden. The patient went to the hospital and spent 6 days in the intensive care unit (ICU). Someone at the hospital decreased the dose (morphine to 3mg/day). The hcp had not increased the dose or filled the pump since the last refill. The patient was currently in excruciating pain. The patient had an appointment with another physician for evaluation on (B)(6) 2016 to see they will take on pump management. However, the patient could not wait that long without medication. It was reviewed the pump would not alarm if it was empty and the pump was programmed to have medication. The reporter thought perhaps this was the reason the patient was in so much pain that he woke up screaming. T he reporter requested physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.